Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("removal involved the implant breaking") in a female patient who had essure inserted. Product or product use issues identified: complication of device removal ("removal involved the implant breaking" in 2018). There was no information on the patient's medical history or concurrent conditions. In 2018 she experienced device breakage (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: the removal involved the implant breaking and my intention is to find out whether the treating doctor acted in accordance with the manufacturer's instructions when performing the removal. The removal took place in late 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-may-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("removal involved the implant breaking") in a female patient who had essure inserted. Product or product use issues identified: complication of device removal ("removal involved the implant breaking" in 2018). There was no information on the patient's medical history or concurrent conditions. In 2018 she experienced device breakage (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. On an unknown date, the patient had essure inserted. The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: the removal involved the implant breaking and my intention is to find out whether the treating doctor acted in accordance with the manufacturer's instructions when performing the removal. The removal took place in late 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after internal review the following correction was performed: the correct initial receipt date of this case is (B)(6) 2023 instead of (B)(6) 2023. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("removal involved the implant breaking") in a female patient who had essure inserted. Product or product use issues identified: complication of device removal ("removal involved the implant breaking" in 2018). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2018 she experienced device breakage (seriousness criterion medically important) and underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: the removal involved the implant breaking and my intention is to find out whether the treating doctor acted in accordance with the manufacturer's instructions when performing the removal. The removal took place in late 2018. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.